Manufacturer narrative:
Complaint conclusion: as reported, the balloon of the 6f-7f mynx control vascular closure device (vcd) burst on ¿6760 inflation.¿ there was no reported patient injury. The device was stored per labelling and opened in sterile field. The device was not used in the patient. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were in manufacturing position with the stopcock open. The sealant was observed partially deployed and exposed to blood. The procedural sheath and the syringe were not returned with the device. Per functional analysis, the balloon of the returned device was inflated with water. The inflation indicator and the balloon inflated as per mynx control instructions for use (IFU). No tear, that could cause leak was observed. Since, no leak was observed during the functional test, microscopic analysis was not performed on the balloon assembly. A product history record (phr) review of lot f2028202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Patient or handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of the 6f-7f mynx control vascular closure device (vcd) burst on ¿6760 inflation.¿ there was no reported patient injury. The device was stored per labelling and opened in sterile field. The device was not used in the patient. The product was not returned for analysis. A product history record (phr) review of lot f2028202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the information availible suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 6f-7f mynx control vascular closure device (vcd) burst on ¿6760 inflation.¿ there was no reported patient injury. The device was stored per labelling and opened in sterile field. The device was not used in the patient. The device is expected to be returned for analysis.